Manufacturer narrative:
Date of birth: unknown. The patients age and awareness date were used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20066548, medical device expiration date: 2023-06-18, device manufacture date: 2020-06-17. Medical device lot #: 20066347, medical device expiration date: 2023-06-14, device manufacture date: 2020-06-13. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). (B)(4). Investigation summary: no product or photo was returned by the customer. It was reported that the rn noticed 3 significantly sized air bubbles in the line, and the pump did not alarm to notify thee was air in the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20066548 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10942011 lot number 20066347 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that air bubbles formed in the lines of as lvp 20d sets during use, with 1 in lot 20066548, 1 in lot 20066347, and 1 in an unspecified lot. The following information was provided by the initial reporter: "this rn was assisting parents to reposition baby during a feeding. This rn was checking for air in the line as this patient had been experiencing issues with air in the line. This rn noticed there were three significantly sized air bubbles in the line. The air bubbles were sitting below the alans pump and the filter. This rn flicked the air bubbles down to the filter. The pump did not alarm to notify there was air m the line. This rn double checked the line to ensure there weren't any other air bubbles m the line."